Event description:
The customer reported that during a routine check of the unit, arcing/sparking was observed at the power supply ac input. No pt was involved.

Manufacturer narrative:
The company rep observed that the saline have dripped and seeped into the power supply ac input. The iabp was opened for investigation and cleaning, however, the unit was not repaired because the hospital is filing an insurance claim. The power supply (part number 0014-00-0033e05) was returned to the (B)(4), (B)(6) for eval. The eval stated that a foreign substance possibly saline has dripped into the ac input connector causing the hot and neutral leads to short out causing the power supply to fail prematurely. The electrical prongs inside of the ac input receptacle that the line cord connects to are damaged from the arcing.